Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 330 mg/dl. The customer alleged that the pump did not delivering enough insulin. Pump system check with tandem technical support (cts) indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Multiple attempts were made by cts to obtain additional information; however no response was received.